Event description:
The customer contact reported that while operating on ac power, the device powered off by itself without sounding an audible alarm tone. At an unspecified time in the afternoon, the device was programmed to deliver morphine 1mg/ml, in the pca only mode, with a 2mg pca does, a 10 minute pt lockout, a 30mg 4 hour does limit, and the delivery was started. It was reporting that the device was operating on ac power. After a reported short time while the nurse as in the pt's room, it was reported that the device powered off by itself without sounding an audible alarm tone. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt events and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. This report represent all the info known by the reporter upon query by hospira personnel.